Manufacturer narrative:
Initial reporter name and address: mobile phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy with laser lithotripsy for left kidney stones, the yellow sheath near the handle of an ncircle tipless stone extractor, broke during stone removal. A new device was used to successfully complete the procedure. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Description of event: as reported, during a ureteroscopy with laser lithotripsy for left kidney stones, the yellow sheath near the handle of an ncircle tipless stone extractor, broke during stone removal. A new device was used to successfully complete the procedure. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle tipless stone extractor, ntse-022115-udh, to cook for investigation. The extractor was returned with the handle in the open position and the basket formation in a partially opened position, with about 5 mm of the distal tip protruding from the basket sheath. The collet knob was tight, while the mlla (male luer lock adapter) was loose. The support sheath was severed 2 mm from the handle. The basket handle could not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was partially open and could not be functioned either open or closed due to sheath damage. The yellow support sheath was separated near the handle, preventing the motion of the handle from actuating the basket. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.